Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the reported symptom of "system error 322". The device was tested for 24 hours, but further evaluation was unable to reproduce the reported event and the specific failed component could not be identified. The evaluation of known contributors to system error 322 has led to the determination that the upper and lower auxiliary were the failing components that require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that the customer had a pump that was alarming "system error 322". It was also reported that there was no patient injury.